Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer went to emergency room due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 550 mg/dl. Customer was treated with insulin drip. Customer stated the tubing got caught on the stove. Customer stated that the product was not adhering. The insulin pump will not be returned for analysis.